Event description:
It was reported that the 9800 system would not boot prior to case. Customer believed hard drive crashed. No pt was involved.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep delivered a hard drive but that did not correct the problem. He determined the system needs a new cpu. Customer will call back if he decides he wants to fix the problem.